Event description:
The user facility reported that the olympus guidewire broke inside the patient, and they were able to retrieve it. Additional information was received on 06oct2023: the estimated blood loss was less than 250cc. There was no harm to the patient, and the patient was in stable condition. There was not patient impact due to the issue. The doctor was able to remove without difficulty as he could visualize the broken fragment and removed it easily. The procedure being performed was a cystoscopy and flexible ureteral pyeloscopy procedure. The wire was retrieved from urinary tract.